Event description:
Davinci mega suture cut needle driver quit working during case. Device was removed from field, inspected and noted to have broken parts.what was the original intended procedure?laparoscopic nissen fundoplication.device #1is this a laboratory device or laboratory test?no.